Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed and the pacemaker was reused as an external temporary pacing device and an off label use was intentional. No additional adverse patient effects were reported. The pacemaker was explanted.